Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that lead dislodgement was observed during a follow-up. The lead was explanted when repositioning was unsuccessful. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.